Event description:
Propaq 24x series patient monitor exhibits failure of front chassis mounting "bosses". No adverse event, loss of patient monitoring or near incident reported. Failures were identified during incoming inspection of the product by the distributor.